Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report rec'd from (B)(6) the device required service due because the unit came apart. It is known that the event did not occur during surgery. However, it is unknown if there was patient or user injury, surgical delay or medical intervention related to this occurrence. No add'l info is available.